Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter-defibrillator (ICD) displayed a yellow call doctor icon. It was believed that this pacemaker system was having difficulty completing a remote interrogation. It was reported that three yellow collecting waves were seen on the remote communicator. It was believed that this ICD system exhibited high out-of-range shock impedance measurements on the right ventricular lead. Troubleshooting efforts were performed. However, the ICD system then exhibited a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.